Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after the phlebotomist pressed the retraction button on the 21g x 0.75" bd vacutainer® winged safety pbbcs with 12" tubing and luer adapter, the spring within the device sprang outside of the housing.

Manufacturer narrative:
Results: a sample is not available for evaluation. Customer photos were submitted and revealed a 21ga pbbcs unit that was missing the protective needle cover and the spring was protruding over the needle/cannula out of the front barrel. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7069610. Conclusion: although the failure was observed in the photo provided for this incident; without the actual sample (unit) a root cause could not be established. The photo did not provide sufficient evidence to identify the root cause of the failure.